Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead had exhibited separation near the terminal pin between the ring and distal electrode on the pace/sense lead portion. This approximate segment was removed and to be returned for evaluation. The separation is believed to have occurred at the time of the normal device changeout of the associated implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
This rv pace/sense lead portion was returned to the boston scientific post market quality assurance laboratory for analysis purposes. Analysis confirmed the separation between the pin and terminal end. There were no other significant findings. This information concludes this investigation. If new information would become available, this report would be further evaluated and updated.